Event description:
The customer clinician reported needing assistance in the investigation of alarms generated and the staff response at their philips information center ix (pic ix). The patient needed to be resuscitated and expired.

Manufacturer narrative:
A philips remote applications specialist (ras) spoke with the customer clinician who clarified that a patient needed to be resuscitated and did not survive. The ras worked with the customer clinician who stated the patient was not admitted in ed1 and ed3. The ras advised that as the patient was not assigned to the pic ix system or bedside monitor, logs would not be as conclusive. The ras remotely accessed the customer¿s system and providing an explanation of the audit findings to the customer clinical informatic director. The clinical informatic director requested that a philips field service engineer (fse) be dispatched onsite for further assistance. Upon arrival, the fse retrieved the logs. Additional information received from the fse indicated that the pic ix was tested and functioned as expected. The patient was first connected to the monitor in er3, but later moved to er1 and connected to the monitor there, prior to them expiring. The customer biomedical engineer (biomed) advised they do not believe the pic ix caused or contributed to the patient expiring. The complaint data and pic ix clinical audit log were provided to a philips clinical product specialist (cps) for analysis. No device malfunction occurred. The customer requested assistance in reading the clinical audit trail. This was resolved by the rse providing an explanation of the clinical audit trail findings. No subsequent calls were noted. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer clinician reported needing assistance in the investigation of alarms generated and the staff response at their philips information center ix (pic ix). The patient needed to be resuscitated and expired.